Event description:
A pt with a proximal third humeral fracture was implanted with a 3.5 mm lcp plate, six screws and one locking screw on (B)(6) 2011. Reportedly, the pt stood up and felt a "pop." X-ray taken on an unk date showed 3 broken screws 3.5 mm cortex screw x 2 and 2.7 mm cortex screw x 1. Pt was returned to the operating room on (B)(6) 2011 for removal of hardware and revision to a 4.5 mm broad lcp plate. During removal, the locking screw threads were noted as "rubbed off" and the locking screw went through the plate. Report # 4 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.